Event description:
During cystoscopy with transurethral placement of urolift implants, surgeon attempted to deploy 1 of 2 on the left lateral lobe and it did not deploy. A total of 5 urolift implants were used, however only 4 were actually placed. No patient harm.